Manufacturer narrative:
A review of lot file a901 was performed. There were no nonconformances or alarms associated with this event type for this lot. This lot met all release requirements. A review of the complaint file for lot a901 was performed. There were two other centrifuge bowl leaks reported to date for this lot. No trends detected. Service order feedback: field engineer replaced leak sensor, performed maintenance and system checkout. Fe returned the equipment within specification to the customer. No product was returned by the customer for investigation. Therefore, the root cause of the leak could not be determined based solely on the info provided by the customer. (B)(4).

Event description:
Customer is reporting a blood leak from centrifuge. Name and function of complainant: same as reporter. Customer reported a centrifuge blood leak alarm during cycle 3. The incident began with an f183 error. The nurse checked under centrifuge and at beginning and there was no leak but could not go on because the alarm still posted. Customer noticed at beginning of phone call that now there is leak under centrifuge. Customer reported that the patient is fine and the blood will not be returned to the patient. Service order # (B)(4) was dispatched to inspect the instrument. Customer did not return the kit for investigation.